Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient mentioned they are taking medication for an infection that started today. They also had soreness in their pelvic area so they decreased stimulation from 3.9ma to 3.6ma and it went away. The trial is regarding voiding volume and reported only having small dribbles when voiding. The next day, patient reports pain in their hip and pelvic area. They decreased stimulation from 2.9ma to 0.7ma, but the pain stayed the same; it is not from stimulation. As a result of what was reported, they increased stimulation back to 2.7ma and they will reach out to their healthcare provider (hcp). On (B)(6) patient decreased stimulation further for more and now the pelvic pain is gone and they feel fluttering. They added that the voiding amount has been small. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the infection was not related to the patient's device/therapy. No further complications reported/anticipated.